Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, it is presumed the scope communication error (with no image) code, b30 is traced to component failure - scope connector unit. In addition, the cause of the white foreign material to adhere to the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a scope communication error b30 (with no image). In addition, the auxiliary channel exhibited white residue. There was no patient involvement.